Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus malaysia (oml). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based on the information from oml, this phenomenon was attributed to the failure of the printed-circuit board. The exact cause of the failure of the printed-circuit board could not be conclusively determined, however it was presumed that the subject device was a product before the countermeasures were taken by design change of the operational amplifier circuit, therefore, the image for evis 180 series videoscope was not displayed because the operational amplifier failed.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated while evis 180 series videoscope was connected due to the failure of the printed-circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the endoscopic image was not displayed while a videoscope (bf-uc180f or cf-q180al) was connected. There was no report of patient injury associated with the event.